Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the clinic after receiving multiple shocks for ventricular tachycardia (vt). Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) indicated it shocked into a shorted lead condition from the device administering a shock when there was a low out of range shock impedance measurement from the right ventricular (rv) lead. Subsequently the patient was admitted to the hospital and a replacement procedure was performed where the ICD and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection found that the lead was returned severed at155 mm from the terminal pin. The lead was returned in three segments and the mid-body segment only had the lumen and, no conductors. Blood and body fluid were also noted in the lumens. Detailed analysis found insulation abrasion on the is-1 terminal leg through to the rate sense conductor coil at approximately 66 to 71 mm from the terminal pin. Both the insulation and insulation sleeve are abraded through. Melted metal due to arcing from the lead to the device can was noted on the leads rate sense conductor coil under the abrasion site. Analysis also found an arc mark on the device can that was returned with the lead.

Event description:
--